Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered in a basal rate of 4.45u rather than the intended value of 2.45u. There was no reported impact to the customer's blood glucose level. Customer corrected the setting and resumed insulin therapy.